Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
The -3 spacer was placed in the 51 shell trial and will not come out.

Manufacturer narrative:
Visual analysis found the 2038-16-000 spacer inside the trial head 2055-51-000; however, a functional check with the mating removal instrument found the complaint unconfirmed. The spacer disassembled easily from the trial head with the proper 2055-14-000 adapter remover instrument. The investigation could not verify or identify any product contribution to the reported event with the information provided. It is unknown if the surgeon had the proper removal instrument. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.